Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-00376. It was reported that patient experienced ineffective therapy due to lead migration. The issue was confirmed via x-rays. In turn, the patient underwent surgical intervention wherein one lead was repositioned and the other lead was explanted and replaced. It is unknown which lead was explanted. Therefore, all the suspected leads are being reported.